Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, total delamination of valve and yellow particles in device inner surface. Leak test and microscopic analysis was performed which identified: total delamination of valve and wear abrasion. Based on the device analysis the final assessment is total delamination of valve assessed as adhesive failure.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.